Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that her receiver felt hot to the touch on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver log did not find any errors. Functional testing was performed and the test failed. Further evaluation was performed by opening the receiver case. The receiver battery was tested and found that the circuit board was hot to touch. Therefore, the reported event of the receiver feeling hot to touch was confirmed. The root cause was determined to be a defective printed circuit board.

Manufacturer narrative:
(B)(4).